Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Cause was unknown. Customer addressed elevated bg by changing pump supplies. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.